Manufacturer narrative:
Although exact patient age at time of event is unknown, it was reported that the patient was (B)(6) when enrolled in the study on (B)(6) 2017. (B)(6) clinical study. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on december 14, 2018 that a wallflex biliary fully covered rmv stent was implanted on (B)(6) 2018 as part of the (B)(6) clinical trial. The patient was enrolled into the clinical trial on (B)(6) 2017 and randomized to the plastic stent arm. According to the complainant, the patient was diagnosed with chronic pancreatitis on an unknown date. The etiology of chronic pancreatitis was alcoholic and calcific. The patient was not a candidate for the surgical alternative to stenting due to portal hypertension. A pre-study biliary sphincterotomy and magnetic resonance cholangiopancreatography (mrcp) was performed which revealed a mid biliary stricture. Assessment of biliary obstructive symptoms (abos) was conducted on (B)(6) 2017, included right upper quadrant pain. According to the complainant, on (B)(6) 2018, plastic stents were removed from the patient and a wallflex biliary fully covered rmv stent was implanted during a stent placement procedure. On (B)(6) 2018, an assessment of biliary obstructive symptoms (abos) was conducted and the patient reported right upper quadrant pain. An endoscopic retrograde cholangiopancreatography (ercp) was performed and the stent was found to be partially proximally migrated and was embedded. An attempt to remove the migrated stent failed. Sludge removal was performed and a second wallflex biliary stent was placed within or through the initial wallflex biliary stent. On (B)(6) 2018, both wallflex biliary stents were removed. There were no adverse event reported as a result of this event. A cholangiogram imaging on (B)(6) 2018 showed no evidence of a stricture.